Event description:
It was reported that during a stenting treatment procedure, stent dislodgment occurred. The eccentric, de novo, 80% stenosed lesion being treated was located in the noncalcified, and nonstenosed, distal left circumflex artery (cx). The physician deployed 2.25x8mm and 2.5x32mm promus element stents in the mid cx. The physician did not post-dilate the deployed stents. Then the physician advanced the 2.25x16mm promus element stent delivery system (sds), however, the sds was unable to cross the deployed stents. Upon removal of the 2.25x16mm promus element sds, the physician felt a "tug" and when the balloon was removed from the patient, it was noted that the stent had dislodged from the balloon. The 2.25x16mm promus element stent was crushed against the wall of the mid cx with a 2.5x15mm maverick balloon catheter, then the cx was metal-jacketed with a 2.25x20mm promus element along the mid cx. No further patient complication were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).